Event description:
Correction to b5 of the initial report additional details were received noting that: the event occurred during a non-clinical check during the first start-up after not using it for a "long" time. The issue was resolved by powering the device on and off.

Manufacturer narrative:
Correction to b5 of the initial report, please see b5 for further information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. Even if the switch is in the ¿on¿ position, the unit only makes a clicking sound and does not power up. Additionally, the connection was found slow due to wear on the output connector. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera xenon light source¿s lamp was not powering up during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.